Event description:
The CT angiogram demonstrated a left p1 occlusion and he was given IV tpa. He was then taken emergently to the neuro-interventional lab for an angiogram and thrombectomy with recanalization. When answering the screening for metals questions, it was identified he may have had a history of metal shavings in the eye due to work the pt had done years ago. An x-ray of the orbital area was done and revealed no metal in the eye area but a 2mm metallic intracranial foreign body (rfb). Upon review, it was identified that the rfb is the tip of the marksman micro catheter that was used during the thrombectomy and broke off during the procedure. Per neurosurgery, the tip does not need to be removed, but will prevent the pt from having an MRI in the future. FDA safety report ID# (B)(4).